Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump alarmed helium leakage, accompanied by a significant amount of blood flowing out through the helium tube. After consulting with the engineer, it was confirmed that the balloon had ruptured, and the balloon was subsequently removed. Blood was found inside the balloon. The patient's condition remained stable, and the decision was made not to insert a new catheter". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0061in and was within specification of process document. Least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 7.4cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood flowing out through the helium tube" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification up-on release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the pump alarmed helium leakage, accompanied by a significant amount of blood flowing out through the helium tube. After consulting with the engineer, it was confirmed that the balloon had ruptured, and the balloon was subsequently removed. Blood was found inside the balloon. The patient's condition remained stable, and the decision was made not to insert a new catheter". No patient injury or consequence reported.